Event description:
It was reported by the pt that he experiences uncommon sounds after 1 hour of ci usage. Then the pt is no longer able to hear with his device. Testing was unremarkable until now.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.